Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A sample was not provided for further evaluation. The information provided alleges that the ventralight st w/echo was removed, and the patient underwent a bowel resection; the patient's attorney did not allege a specific device failure and no medical records have been provided to date. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard davol ventralight st w/echo used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent an incisional hernia repair a ventralight st w/echo was implanted during this repair. On (B)(6) 2016 - patient underwent removal of the failed ventralight st w/echo and a bowel resection. As alleged, the patient has been "injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment." As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent an incisional hernia repair a ventralight st w/echo was implanted during this repair. (B)(6) 2016 - patient underwent removal of the failed ventralight st w/echo and a bowel resection. As alleged, the patient has been "injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment." As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."